Event description:
During a follow up call for an unrelated event a peritoneal dialysis (pd) nurse reported that a patient was diagnosed with touch contamination enterococcus faecalis peritonitis due to noncompliance with aseptic technique. The patient was treated with vancomycin intraperitoneal (ip). The patient was admitted to the hospital on (B)(6) 2015 and discharged (B)(6) 2015.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. During external inspection there were no sign of physical damage. There were no indications of dried fluid within the cassette compartment. A simulated treatment was completed without alarms or problems. There were no fluid leaks in the test cassette during the test treatment. The valve actuation test passed. The system air leak test passed. The temperature calibration at ambient temp, temp test, and heater tests passed. The load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon completion of the clinical medical records review.